Event description:
Following deployment of a vena tech vena cava filter from the left femoral approach, the physician noted extravasation of contrast material from the pt's right side of the infrarenal vena cava, below the level of filter deployment. A subsequent CT image demonstrated minor bleeding into the retroperitoneum, which resolved without any intervention. The pt recovered uneventfully. After a thorough review of the films with medical experts, the MFR believes that the implanting physician, using the filter introducer to perform a pre-placement venacavogram, injected contrast material into a small tributary vessel of the vena cava, causing that vessel to detach from the vena cava. That area of detachment was the source of the bleeding and extravasation of contrast material evident in the films provided by the implanting center. This theory is supported by images which show the introducer sheath exerting significant pressure against the right wall of the vena cava during a contrast injection. The physician reporting this incident to the MFR was not the physician who implanted the filter, and was not present for the procedure. The physician reporting the incident to the MFR declined to allow the MFR to speak with the implanting physician.